Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4. An xtw clip was inserted and deployed on the valve. However, after deployment, the clip detached from one leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was implanted, reducing tr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported slda. The reported unexpected medical intervention was a result of case specific circumstance as another clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design, or labeling.